Event description:
Informoation received indicated that the ppm shut off by itself while a patient in the bed. There were no injuries reported.

Manufacturer narrative:
The hill-rom technician was unable to duplicate the issue.